Event description:
It was reported that pt went into withdrawal in late 2008, due to a missed pump refill. The pt was admitted to the hospital. The hospital patient advocate had requested the pump be interrogated to make sure the battery was fine as the pump has been in place since 2006. The flow rate had not been changed/reprogrammed since august. Pt symptoms and outcome were unknown at the time of this report. Additional info has been requested, but was not available on the date of this report.